Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and moisture was visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 08/31/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2016 with the following findings: a review of the pump¿s black box showed several pump reboots had occurred. A visual inspection of the pump revealed a crack in the battery compartment. There was moisture observed in the battery compartment. The returned battery cap was not damaged and was able to fully tighten to the pump and maintain an electrical connection. A leak test was performed and a battery compartment leak was found. During testing, the pump powered on with no power loss or no power interruption occurring. The pump cover was removed and no evidence of internal moisture or damage was observed to the power circuit.